Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain, redness, and irritation. Surgeon suspected acute infection and performed an irrigation and debridement with poly swap (it is unknown if infection was confirmed by pathology, infecting microorganism not identified). A 2x9 cs insert was exchanged for the same catalog number.